Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage inside of the force sensor resistor. No alarm was noted for a compromised force sensor system. The insulin pump was received with a cracked case at the display window corners and battery tube threads, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported an alarming insulin pump. Customer states that the motor slowed down and numbers were ramping. The blood glucose reading is 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.